Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by our affiliate that the reported device was used for meniscus suture surgery on (B)(6) 2018. It was reported on (B)(6) 2018 that the 1st implant could not be fixed, so that it was dissociated. The surgery was completed by using alternative implant (p/n and lot number were unknown). It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Event description:
It was reported by our affiliate that the reported device was used for meniscus suture surgery on (B)(6) 2018. It was reported on (B)(6) 2018 that the 1st implant could not be fixed, so that it was dissociated. The surgery was completed by using alternative implant (p/n and lot number were unknown). It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. Additional information from affiliate: when was the issue detected?: intraop . What was the failure, and how was it triggered?: no further information was provided. Was there a resulting surgical delay, how long?: no surgical delay was the procedure able to be completed?: yes. Is a revision procedure planned?: no. Any patient impact?: no further information was provided. What was the patient¿s bone quality?: no further information was provided. Was the same bone hole used to complete the procedure?: no further information was provided. Was the implant removed or was any debris left in the patient?: removed. What type of force was used when the anchor pulled out?: no further information was provided. Did the anchor remain on the inserter after removal from the cannula?: no further information was provided. Did the surgeon wiggle the inserter, pull while turning, or pull only while removing?: no further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the first implant would not remain fixed after deployment. No further information regarding the procedure, patient condition or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).